Manufacturer narrative:
Additional information received that there was no reported malfunction on the left cylinder. The patient outcome was reported to be well. System components. Cylinder: model- 72404013. Lot sn- (B)(6). Mfg date- 04/04/2018. Exp date- 04/03/2023. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of a right cylinder due to a bend on the cylinder with fluid loss. The left cylinder was tried and not used. A patient outcome was not reported.

Manufacturer narrative:
Returned product consisted of a cxr 16cm. Visual inspection identified a bulge and broken fabric threads in cylinder 1. The reported failure was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 738002 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components cylinder model- 72404013 lot sn- (B)(4) mfg date- 04/04/2018 exp date- 04/03/2023 gtin- 00878953002705.

Event description:
It was reported that the patient experienced a replacement of a right cylinder due to a bend on the cylinder with fluid loss. The left cylinder was tried and not used. A patient outcome was not reported.

Manufacturer narrative:
System components: cylinder: model - 72404013, lot sn - (B)(4), mfg date- 04/04/2018, exp date- 04/03/2023, gtin - (B)(4).

Event description:
It was reported that the patient experienced a replacement of a right cylinder due to a bend on the cylinder with fluid loss. The left cylinder was tried and not used. A patient outcome was not reported.